Event description:
A caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer, who currently had no backup insulin therapy, was advised to contact their healthcare provider. They were informed about receiving a pump with updated software and provided with necessary instructions for the transition, including putting the existing pump into storage mode and returning it via ups. The replacement pump was sent without requiring a signature upon delivery.